Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2015 for low blood glucose. Customer's blood glucose was 30 mg/dl at the time of hospitalization. The customer reported their blood glucose dropped to 20 mg/dl while they were asleep. It was found the customer experienced seizures, requiring the husband to call the paramedics. The customer reported the cause of their hospitalization was from being comatose, incoherent and experiencing seizures. Customer stated they were in the hospital for five hours as a result. The customer was wearing the insulin pump at the time of hospitalization. The customer declined to return the insulin pump for analysis.